Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported a revision procedure has been recommended due to an unspecified complication; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately 9 years post-implantation due to an unspecified complication. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.